Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that when the heartstart mrx had a red x during auto test delivery of a shock. There is no reported pt involvement.